Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient prep. No leaks were noted during prep for use, which may suggest that the balloon was not damaged prior to use. The lesion was 90% stenosed and may have contributed to the difficulties experienced. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged during interactions with other devices and/or the stent implant, such that the balloon ruptured upon inflation attempt.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that after another company's stent was implanted in the target lesion, the voyager nc balloon catheter was delivered for post-dilatation. However, upon a first inflation, the balloon ruptured at its rated burst pressure (rbp), 18 atm. There were no adverse pt effects noted as a result of the rupture. No additional event or pt info is available.